Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 9.2-10.0mmol non- fasting. Test strips expiration date was not disclosed. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2016. Customer performed a back to back blood test 14.2mmol and 18.3mmol non-fasting. Reviewed meter memory: (B)(6). Memory concerns: all.